Manufacturer narrative:
(B)(4) post marketing vigilance concurrently with engineering led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. A pmv needle was loaded onto each subject instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto each instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions. A review of the device history record indicates this lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the surgeon was closing the outer layer of the gastro-jejunostomy when the needle fell out of the jaws. The reload fell into the patient's cavity and was retrieved using a grasper. No adverse events have been reported.